Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the stylus assembly was replaced. (B)(4).

Event description:
It was reported that when the stylus touched the screen, it had no reaction. The programmer was returned for servicing. There was no patient involvement.